Manufacturer narrative:
Event problem and evaluation codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) 2019 digital images received. Other relevant device(s) are: product ID: etlw1610c199ee, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI#: (B)(4); product ID: etlw1610c199ee, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size left common iliac aneurysm. It was reported that during the index procedure, a type ia or IV was noted. Angiography was performed to identify the endoleak which were on both sides and additional limbs were implanted to resolve it on both sides but the endoleaks remained. It was noted that a few days later, a fem-fem bypass was performed with the implantation of an aui to resolve the events. As per the physician, the cause of the event is device failure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: an additional endurant limb was also implanted during the intervention procedure with the aui 5 days post the index procedure. D11: updated to include additional limbs implanted during the index procedure- other relevant devices are: etlw1610c156ee; s/n: (B)(4); use by date;(B)(6) 2020, upn # (B)(4), etlw1616c82ee; s/n: (B)(4); use by date: (B)(6) 2020; upn # (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the exact type and cause of the endoleak seen during implant could not be determined from the films provided. Images after implanting an aui, which reportedly resolved the endoleak, were not available for review. A proximal type I endoleak appears less likely since contrast was seen outside the devices after pulling down the pig-tail into the bifurcate aortic body and iliac limbs. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that distal type ib endoleaks were not checked for during the angiography.